Event description:
It was reported that when entering the joint and trying to position the chondral pic, the tip broke at the bend of the device. Fragment was retrieved by making a small incision posteriorly. Used a 90 degree pic to complete the case. Procedure was for a microfracture of the talus.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The complainant's event is typically caused by excessive force or prying/leveraging during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.